Manufacturer narrative:
It was reported that during preventive maintenance (pm) the cardiosave intra-aortic balloon pump (iabp) had autofill error. A getinge field service engineer (fse) found the logs of the device were examined. It was seen that it gave an error code of 37. It was observed that it gave error codes arg1 0x6 and arg2 0x10. The helium fill manifold and valve connections of the device have been checked. Helium fill manifold and valve parts will be tried. The device is not suitable for clinical use. It was observed that the device gave an alarm during startup and its screen did not turn on. Backplane board will be tried for the device. Backplane board was tried on the device and it was seen that the device started normally. The faulty pcba, backplane board was replaced with a new one. It was observed that the device had an automatic filling failure. The international support team will be consulted for this malfunction. During the examination of the device, the fill manifold assembly was tested and it was seen that the device was working. Helium reservoir, valve relief 2.0 psig, helium pressure regulator and pressure transducer parts will be tested in the device. Parts have been ordered. Ef 2.0 psi, helium pressure regulator, pressure transducer parts will be tested. The helium pressure regulator and valve 300 psi has been replaced in the device. It has been observed that the device malfunction has been resolved. Helium pressure regulator and valve 300 psi parts were broken by fse while the device malfunction was detected. The device was operated and tested with a test catheter and trainer. All manifold testing was performed on the device and it was seen that it completed the test successfully. The device was delivered in working condition. The device is suitable for clinical use. The replaced part was sent to scrap.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) unit had an autofill failure.

Manufacturer narrative:
Due to character restrictions in block e1 event site name : (B)(6). A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated data: b4, e1 (initial reporter and email) e2, e3, g3, g6, h2, h10.

Event description:
N/a.

Event description:
N/a

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid.

Event description:
It was reported that during preventative maintenance by getinge field service engineer, the cardiosave intra-aortic balloon pump (iabp) unit had an autofill failure. There was no patient involved.

Manufacturer narrative:
.